Event description:
It was reported that a pta balloon dilatation catheter was used to dilate a stent used in a transjugular intrahepatic portosystemic shunt (tips) procedure. Allegedly the balloon fibers got caught on the stent and began to unravel during removal. The balloon was successfully removed from the patient. It was not known whether there are fibers remaining within the patient. The balloon was advanced over a .035" guidewire through a 6f sheath. The balloon was inflated with an inflation device. It was reported that the balloon could not be inflated to rbp. The amount of atms used to inflate the balloon was not known. The procedure was successfully concluded with the use of additional pta balloon dilatation catheters. No patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The device was returned and the sample evaluation is currently underway.